Manufacturer narrative:
Product complaint # (B)(4). Additional information received: event date (procedure date): (B)(6) 2019. Event description: other device failure: rotation knob could not tighten as well as old device please describe any remediation efforts: no remediation efforts were applied is technical issue related to an adverse event?: no. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. We received information related to a new technical issue with stapler that reported, ¿other device failure: rotation knob could not tighten as well as old device.¿ can more information be provided on what was meant by ¿tighten as well¿?

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/23/2020. Additional information was requested and the following was obtained: we received information related to a new technical issue with stapler that reported, ¿other device failure: rotation knob could not tighten as well as old device.¿ can more information be provided on what was meant by ¿tighten as well¿? Response: I apologize- shouldn't really be called a device failure. I just felt that the knob was smoother so harder to get a good grip on it.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/27/2019 . Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information provided: prior completed gi radiation therapy: false. Adjuvant chemotherapy: false. Mechanical bowel preparation: true. Number of linear firings to transect rectum: 3. Surgical approach: robotic. Type of anastomosis: side to end. Estimated distance of anastomosis from anal verge: 9 cm. Oversew: false. Were there any technical issues with the circular stapler? No. Was the device inspected and the washer confirmed to be broken as appropriate? Yes. Did either donut appear thin or incomplete? No. What was the result of the intra-operative leak test? No leak. Was a planned diverting ostomy created intraoperatively? Yes. Please provide reason for creating ostomy: low pelvic anastomosis, neoadjuvant chemoradiation. Were drains placed intra-operatively? Yes. Adverse event term: anastomotic leak. Start date: (B)(6) 2019. Severity: mild. A life-threatening illness or injury: no. A permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Outcome: recovering/resolving. Additional information was requested and the following was obtained: how was the postoperative leak identified? How was the leak addressed? Was the patient¿s hospital stay extended or other treatment required? Does the surgeon believe the ethicon device caused or contributed to the postoperative leak or were there other contributing patient factors? What is the current status of the patient? Response: diagnosed on gastrografin enema. Patient is keeping their dli for now and is doing well and is asymptomatic. No reason to think this was specifically caused by the device. No extension of hospital stay.

Event description:
It was reported that postoperative to a colon resection procedure performed on (B)(6) 2019, the patient experienced an anastomotic leak possibly related to the study device.